Event description:
It was reported, "volun 2008": questionable failure or defect of right hip prosthesis. History of pt fall and breakage of prosthesis at neck stem junction. Question as to whether prosthetic broke and led to fall, or if fall caused prosthetic.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.